Manufacturer narrative:
PMA 510(k): this part is not approved for use in the united states; however a like device catalog # c01a, 510k # k041584 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, balloon kyphoplasty surgery was performed for compression fracture and the patient was making steady progress. About one month from the surgery on (B)(6) 2016, the patient developed low back pain. X-ray revealed that cement was migrated to anterior. Cement was receded in supine position and a right side chunk of cement was moved to anterior in sitting position. The low back pain was considered to come up because cement was moving in the vertebral body. Patient complications were reported. Osteoporotic vertebral fracture (ovf) at t12 was observed but the cause of the fracture was unknown. In addition to t12, there was existing fracture of the two vertebral bodies. The cause of the cement migration is unknown. The patient had no co-morbidities other than osteoporosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.